Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and mesh were respectively implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted, concurrently with a mesh removal due to sui, exposed mesh protruding through the vaginal wall. It was reported that following insertion the patient experienced infection. It was reported that patient underwent a revision on (B)(6) 2011 due to misaligned mesh. No additional information was provided.